Event description:
Event description guidant received information that there was difficulty interrogating this device four hours post implant, although an appropriate magnet rate was obtained. During threshold testing, atrial paces were observed, however, no sense markers were observed when loss of capture occurred. Subsequently, the device was able to be interrogated, however, the telemetry nurse reported seeing a decrease in the patient's heart rate to 30 bpm. During interrogation, sensing markers were appropriate. No atrial thresholds could be obtained because the device was only atrial sensing.